Event description:
The reporter states that the customer obtained a 257 mg/dl and "hi" (greater than 600 mg/dl) blood glucose comparison on the accu-chek advantage system. The reporter states the customer obtained an additional comparison with blood glucose results "hi" (greater than 600 mg/dl) and 253 mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 mins. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.